Manufacturer narrative:
The insulin pump passed the functional test, including the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. All operating currents are within specification. There was no compromised force sensor system alarm noted during testing. There was no prime or fill anomaly noted. The pump was received with a loose/protruded drive support disk, a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked case, and a cracked display window.

Event description:
The customer reported via phone call that his reservoir alarm went off, so he changed the reservoir but the pump won't get out of the rewind steps. Customer stated that he primes it but it does not finish and goes back to rewind. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that he is unable to exit the preparing to prime loop. Customer declined to repeat the steps because he did the steps 4 times already. Customer stated that the drive support cap is sticking out and he had a compromised force sensor system alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.